Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon resection of stomach, the device was able to fire but the staples did not form. It was also noted that the clamp was completely stuck. The reload's ibeam was not moving when it was tried to fire. The operation was completed with a manual handle and other reload. There was no patient injury.